Manufacturer narrative:
An engineering change order was initiated by the third party manufacturer for the reported issue to assist in enhancing the inspection process. In addition, a detection system has been added to the production process. This system applies to all convatec adhesive dressings and was effective july 10, 2015 however, without a lot number, it cannot be confirmed whether the reported product was run before these improvements were implemented. The third party manufacturer has since performed a verification of the system and confirmed the system is working properly. Training was implemented for operators using this system. After review of the returned,unused product it was confirmed that there was a foreign matter between the pad and the release paper but without a lot number, further investigate cannot be completed. The manufacturing process requires all units to undergo eto sterilization after having been sealed in their pouches. The returned product was inside of the sealed pouch, indicating it would have undergone the sterilization process and not affected the sterility of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 24, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 06, 2016. (B)(4).

Event description:
It was reported that foreign matter was found on the dressing, between the pad and the release paper. The dressing was removed and replaced. No patient complications were reported as a result of this event.